Manufacturer narrative:
The pump has been returned and evaluated by product analysis on jan 02, 2018 with the following findings: during investigation, the display was damaged. A test display was installed an functioned properly.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. It was alleged the display was cracked. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.